Manufacturer narrative:
(B)(4) date sent to FDA: 8/9/2016. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Device manufacture date: 5/20/1998. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 1999 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 1/13/2019.

Manufacturer narrative:
Date sent to FDA: 12/07/2018. Additional narrative: it was reported that the patient died on september 5, 2017. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency, frequency. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, recurrence and neuromuscular problems. It was reported that the patient underwent mesh revision on (B)(6) 2012 and (B)(6) 2012 by dr. (B)(6) due to chronic vaginal pain, voiding and leakage at the (B)(6) hospital- (B)(6). It was reported that the patient was implanted with solyx by boston scientific corp. On (B)(6) 2012 due to stress urinary incontinence at the (B)(6) regional- (B)(6).

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6)/2012 by dr. (B)(6)at (B)(6)regional medical center due to urinary retention. It was reported that patient underwent mesh removal on (B)(6)2012 by dr. (B)(6)at (B)(6) general hospital.